Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt had an unexpected postoperative refraction with induced astigmatism. He reported the pt was "not happy with his vision." The iol was exchanged for a different lens, and the vision improved. Additional info has been requested. There are seven medical device reports associated with this event. This file is for the sixth pt.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 02/17/2012 and 02/28/2012 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).